Event description:
It was reported that during a reamer irrigator aspirator (ria) and insertion of expert tibial nail (etn) for a non-union of tibia procedure, the nail was connected to the insertion handle and an attempt was made to connect the aiming guide to check if the drill guides lined up with the screw holes in the nail. It was at this time that the screw connecting the two items together would not tighten sufficiently and as such the drill guides wouldn't aim accurately to the screw holes. Upon investigation it was discovered the insertion handle inner threads were crossed threaded which would not allow the aiming guide and handle to secure themselves together properly. A competitors im nail to complete the procedure as it was already on the shelf. There was a fifteen minute surgical delay. This report is 2 of 3 for (B)(4).

Manufacturer narrative:
Device is an instrument and is not implanted/explanted. Device is not distributed in the united states, but is similar to device marketed in the USA. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
An investigation summary was performed. The investigation of the complaint articles has shown that: there is no indication of a product fault and no material was returned for investigation, no investigation possible for all article 03.010.013 as there was no material available, this investigation is for information only. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Investigation could not be completed and no conclusion could be drawn as no device was returned and no lot was provided. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.